Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in coronary procedure when the issue occurred, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite, performed functional testing and confirmed that the degradation of image processing computer's disk bay board. Analysis of system log files confirms the reported malfunction. During troubleshooting, fse found the problem with the image processing pc. The defective part was returned for analysis, for ippc and no failures were observed. However, the replacement of ippc by the fse has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.